Manufacturer narrative:
Following a thorough investigation, we have determined that the issue stemmed from the fit of the canister within the machine, rather than from any defect or quality issue with the absorbent material itself. To proactively address the compatibility concern, we have also initiated a project to revise the canister specifications, ensuring improved fit within the equipment and enhanced overall performance. Supplemental to report # 1924066-2025-00074 added 11/20/2025 further communication with hospital staff member (B)(6), chief crna,on 11/11/2025, clarified that the procedure was a cardiac case in which the patient would have been placed on cardiopulmonary bypass as part of the planned course of surgery. After the procedure was completed, hospital staff confirmed that the leak originated from the co2 absorbent canister. Follow-up efforts were made to obtain device-specific identifying information (e.g., UDI or lot number); however, no additional information was obtained, and the affected lot cannot be confirmed. The device was not returned for evaluation. There was no harm to the patient, and the procedure was completed as planned. According to the complainant, "this is due to the co2 absorbers not being compatible with the anesthesia machines that the divisional supply chain decided to change without consulting the anesthesia department.' Based on this complaint and other related complaints, the design was updated to strengthen overall canister performance. The updated design builds on the proven performance of the original canister, increasing durability and ease of use, and the enhancements were informed by field data and customer feedback.

Event description:
As has been reported before, the anesthesia machine had a major leak halfway through a cardiac case. This is due to the co2 absorbers not being compatible with the anesthesia machines that divisional supply chain had decided to change without consultation of the anesthesia department. In this event the anesthesia gas flows had to be adjusted significantly until the patient was able to be on cardiopulmonary bypass so the machine could be changed out since the leak could not be checked and the machine could not be troubleshooted while a patient was actively connected to the machine.

Manufacturer narrative:
Following a thorough investigation, we have determined that the issue stemmed from the fit of the canister within the machine, rather than from any defect or quality issue with the absorbent material itself. To proactively address the compatibility concern, we have also initiated a project to revise the canister specifications, ensuring improved fit within the equipment and enhanced overall performance.

Event description:
As has been reported before, the anesthesia machine had a major leak halfway through a cardiac case. This is due to the co2 absorbers not being compatible with the anesthesia machines that divisional supply chain had decided to change without consultation of the anesthesia department. In this event the anesthesia gas flows had to be adjusted significantly until the patient was able to be on cardiopulmonary bypass so the machine could be changed out since the leak could not be checked and the machine could not be troubleshooted while a patient was actively connected to the machine.